Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the instrument was functioning as expected and there were no issues with system checks, daily maintenance, or quality control (qc) recovery. The ccc specialist reviewed the instrument data and determined that pre-analytical issues contributed to the discordant, falsely elevated tni result. The customer indicated that the discordant result was obtained on a hazy colored sample and stated that they performed a stat spin on the sample for 3 minutes at 5,500 revolution per minute (rpm) prior to running the sample. The same sample was repeated in the sample primary tube after re-centrifugation, yielding a clear straw colored sample. The sample tube's manufacturer recommends the operator to centrifuge samples for 10 minutes at 3,200 rpm prior to running the sample. The customer initially centrifuged the sample at a different speed and time than the manufacturer's recommended centrifugation time and speed. The ccc reminded the customer of the recommended centrifugation speed and time and the customer indicated that they modified the way they handle samples. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The same sample was repeated on the same dimension exl with lm instrument, resulting lower and matching the patient's clinical history. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.